Manufacturer narrative:
Section h10: most likely component information included. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126807.

Event description:
It was reported that one of the patient's scs leads had migrated out of the epidural space. The patient's therapy was noted to be inadequate. Surgical intervention took place on (B)(6) 2024 wherein the patient's lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. A patient experienced ineffective therapy due to lead migration was reported to abbott. As a result, the patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.